Manufacturer narrative:
Investigation summary cadd solis vip pump sn: (B)(6) was received from the customer stating: "button on/off out of order". Visual test was performed - found slightly bubbled dso seal. Functional test was performed. Ehl was downloaded and inspected - found higher density of "high alarm displayed: downstream occlusion" reports, which point to a faulty dso sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Couldn't replicate customer's reported issue at the time of investigation. The button worked normally, and pump powered on and off correctly at the time of investigation. Dso seal, dso sensor, dso bezel and battery door were replaced.

Event description:
It was stated that the issue is: "button on/off out of order". The issue was identified during workshop testing following patient feedback. There was patient involvement and no patient harm/adverse event reported.